Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that they experienced low blood glucose level. Customer blood glucose level at time of incident was 30 mg/dl. Customer current blood glucose level was 156 mg/dl. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleged that insulin pump was over delivering because it always happens at night even after changing the settings. Customer was assisted with troubleshooting for low blood glucose. Customer stated that insulin pump passed the self test and displacement test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted. (B)(4).